Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected software error alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 5632 file number 2005 due to a software error. Pump error 63 alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on pin 1/6 of the ambient light sensor(u1).

Event description:
The customer reported via phone call that the insulin pump alarmed multiple error alarm. The customer's blood glucose value was 108 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.